Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. My infusion team shared a bad IV with me. When starting an IV, the needle blew right through the catheter tip at the end after inserting the needle into the patient. I have the actual needle with me. Wasn¿t sure you¿d want to see it, not sure I can get a good picture of it to include on here thought. I don¿t have the package number so not sure what the lot number is. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No can you please provide an exact date of event? (B)(6) 2026.